Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th april 2026, it was reported by an arthrex's employee via an email that 2 units of ar-12990n, scorpion¿ needle, knee, were broken when the surgeon tried very hard to pass a suture through the meniscus root. The patient's knee was super small and super tight. When the needle passed through the meniscus root, the needle tip hit the femur bone and broke. This was detected during a right knee meniscus root repair and centralisation procedure on (B)(6) 2026. The procedure was completed successfully. Additional information received on 14th april 2026: however, the broken pieces were not retrieved from the patient. As it fell to the back of the knee, surgeon dare not anyhow poke as there's vascular bundles.